Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): d314drg ICD, implanted: (B)(6) 2012. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc lead impedance was 137 ohms on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient came to the emergency room due to their device beeping. An interrogation revealed that the superior vena cava (svc) coil of the right ventricular (rv) lead had measured a one-time impedance measurement above the normal range. An x-ray was performed and there was no evidence of a lead fracture. The patient was discharged without an overnight stay. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.